Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscal repair surgery, after deployment of t1 of the fast fix 360, the t2 deployed prematurely. The t1 was removed from patient. A backup device was available to complete the procedure with no delay or other complications.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4) . The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. According to additional information received, it was clarified by the reporter; that the correct device was 72204688 this part number corresponds to suturefix crvd ahr s 1 #2 ub str bl-cb which is an anchor. The correct event description states that "during use, the suturefix was bent after deploy on the customer, and it could not be used anymore. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported." If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.